Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had felt stimulation during the trial but they had to take out the wire during the trial because there was an infection. The patient stated this happened on (B)(6) 2014 and they imagined that the infection was cleared up. If additional information is received, a follow-up report will be sent.